Event description:
A hospital (B) (4) reported via a distributor that the temperature probe of an rt204 adult breathing circuit cannot be connected to the temperature probe port tightly because of an incorrect assembly of a certain component inside the port. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the temperature probe port of the returned rt204 adult breathing circuit was visually inspected for an incorrectly assembled rubber ring. Results: a visual inspection revealed that the rubber ring inside the elbow of the temperature probe port was incorrectly assembled. This prevents the temperature probe from connecting to the probe port. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the elbow of the temperature probe port has a rubber ring inside and is protected by a plastic jacket. The rubber ring protrusions must be aligned with the elbow ridges in order for the temperature probe to be inserted into the probe port. It is most likely that the incorrectly assembled rubber ring inside the elbow was not noticed by the operator during the assembly process. (B) (4).